Event description:
It was reported by the sales rep that the physician experienced problems with the proplege coronary sinus catheter, pr9. Fluoro was used during placement and a leak was noted and blood aspirated. No patient injury was reported.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
The device was not released by the hospital for product evaluation. If the device is able to be released, the investigation will be reopened into root cause of the alleged defect. The manufacturing records were reviewed and there were no related non conformances. Trends will continue to be monitored through the edwards quality system.